Event description:
It was reported that the user received a survey response indicating a low glucose event, with the user stating their continuous glucose monitor showed a low value, and no alerts or alarms were reported. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to characterize event impact. Investigation included internal review pending additional information from the user. Investigation of this case revealed insufficient information to determine a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was unclear due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.